Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with droperidol, buprenorphine hydrochloride and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccessful valve replacement. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information, and a copy of the operative report (for a previous surgery) was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the surgeon, it was learned that: the patient initially came off cp bypass well, then suddenly deteriorated, with (tee) evidence of left coronary obstruction. The aorta was re-opened to inspect the left main artery, which was so low that the magna valve had to be removed to do the inspection.